Event description:
As reported from our affiliates in canada, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by right transfemoral approach. The 14fr esheath was inserted normally and the valve crimped as per protocol. However, after the valve exited from the esheath, it was noted that one strut was pointing perpendicularly to the rest of the valve. The valve was attempted to be removed, but the team was unable to do so. Given these circumstances, the valve was deployed in the descending aorta. A new valve was prepared and implanted, however, this time a medtronic valve. The patient was doing fine post procedure. As per medical opinion, the perceived root cause of the event could be due to calcification within patient's anatomy.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for frame damage was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "after the valve exited from the esheath, it was noted that one strut was pointing perpendicularly to the rest of the valve." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", and "do not over-manipulate the sheath at any time". Additionally, per the case note, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system (with crimped valve) advancement. In this case, valve strut could caught on calcium during the advancement resulting valve strut damaged as reported. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.